Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the malfunction was caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had corrosion on the k-lever and forceps, and the objective and light guide lens had been chipped and had peeling of the cement. There was no patient involvement.